Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device result was 1.7 and 4.1 inr. The corresponding lab result reported was 4.2 and 2.84 inr.